Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold, high pacing impedance and noise oversensing. No intervention was done. There were no patient consequences.